Event description:
Physician states that after injecting the pt with juvederm in the lips, there was immediate blanching in the lower lip mucosa. It returned to pink, but there was concern that it could be a vascular event, and the pt was asked to return for follow that same afternoon. At that point, the skin in the lower lip was now "very purple". Physician treated it with nitro paste and massage. The pt was treated with intralesional hylase as well. On the second day of treatment, the pt also had sloughing and "tiny white bumps" around the injected area, and there was still some "discoloration" present. The physician injected more hylase in the mottled areas and also prescribed keflex 500mg bid x 7 days. In addition to the antibiotics and hylase, the physician prescribed pain medication for the pt. The physician noted that "the pt was treated with hylase two other times." The physician stated that the treatments were to prevent worsening of symptoms that could have led to permanent damage. The physician will continue to follow-up with the pt and will notify us of any changes in status.

Manufacturer narrative:
(B)(4). Device evaluation summary: batch number h30l619933 was released by qc according to defined specifications. The documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and the sterility test are registered as conforming. The attributability is then impossible to determine.